Event description:
It was reported that during a meniscus repair procedure, the surgeon used experienced failure mode "simultaneous deployment" with the fast-fix 360s. The operation was completed using a back up fast-fix360, which performed properly. No patient injury was reported.

Manufacturer narrative:
Initial reporter: international contact number: (B)(6). No product returned for evaluation. Method: product not returned for evaluation devices are not being returned for evaluation. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).